Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was alone at home and was found expired in bed by a family member. The patient was alone at the time of the event and specific information regarding the event was not available. The vad team was unaware of any device related issues and had no further information. It was reported that an autopsy would be performed at another facility; however, the results may not become available. No additional information was provided.

Manufacturer narrative:
Concomitant products: additional information - added system controller. The pump was not explanted and therefore was not available for evaluation. However, the system controller, serial number (B)(4), was received for evaluation. Submitted photos of the system controller log file as viewed from the system monitor showed that the pump was operating at a fixed speed of 9600 rpm on (B)(6) 2015. Then on (B)(6) 2015 between 05:59 and 06:02 intermittent pump stops occurred. At 06:02:24 the pump speed and power dropped to 0 rpm and 0 watts. These parameters remained at 0 for the remainder of the log file entries and the timestamp had reset to the default date of 1/1/2001. Review of the log file retrieved from the returned system controller found the actual pump speed, power and flow were all at 0 for the entirety of the log file. Additionally, multiple alarms were active throughout the entire log file. The time duration of the log file could not be determined due to the clock reset to the default timestamp of 01/01/2001 at 01:00 am. Testing of the system controller found that the device was unable to operate a pump. Further analysis revealed several damaged printed circuit board components corresponding to the phase 1 motor drive circuitry. The investigation was unable to determine a specific cause for the damage. As the pump is not available for investigation; a correlation between the pump and the observed system controller damage could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.